Event description:
Baxter received a report that advanta 2 frame had siderail damaged and detached from the unit frame. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the bracket was damaged and needed to be replaced. Per the hillrom service manual the advanta 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot siderails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the siderail cover, and make sure the mounting screws are tight. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. Repair or replace the siderail as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in sep 5, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bracket and reconnected the siderail to resolve the reported event. Based on this information, no further action is required.